Event description:
It was initially reported by company representative: "the safety belts were reported by customer to be non-effective when bathing the residence because of poor quality of the seat belt attachment, as the clip of the belt breaks easily." (B)(4).